Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the connection of the interface (umbilical) cable was loose, resulting in the uninterruptible power supply (ups) not charging. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system batteries were low and not charging. The reported issue was discovered when the system was in the hallway. There was no patient present when this issue was identified. No additional information was provided.